Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; d4 expiration date #; g4 PMA/510(k)number; h6 evaluation codes. Investigation summary: the device history record was reviewed and indicated that the product was released accomplishing all quality standards. A photo was provided however we were unable to visualize the reported issue in the photo. The physical device was not returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a nurse was giving a patient a vaccination using the magellan 25 gauge 1 inch needle and after completing the vaccination, the nurse pushed the safety device up and it malfunction and did not lock and the needle came through the plastic safety device. The item was originally reported as 5551850510 lot 223e107 but was updated to 8881850510 lot 23e107 after confirmation.